Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sibling reported via phone call that they experienced high blood glucose level of 570 mg/dl. The customer treated with a bolus from her old insulin pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer's sibling also reports that their sister would suddenly have low blood glucose values such as 19 mg/dl. Customer would treat by calling the ambulance or taking sugar. Customer did contact their healthcare professional. The insulin pump will not be returned for analysis.